Manufacturer narrative:
The instrument was returned but the investigation has not been completed; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the instrument has been evaluated, or if additional information is received.

Event description:
It was reported that during a da vinci colon resection procedure, a cable broke at the distal end of a grasping retractor instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip cable broken at the distal idlers. The idler pulley did not exhibit damage. The cable segment stuck out at the instrument's wrist. An additional observation not reported was the other grip cable was found derailed. The grips could still move but functionality may not have been precise. No other damage was found.